Manufacturer narrative:
The reported events were failure to capture, failure to sense and failure to advance stylet. As received, a complete lead was returned in one piece. The reported event of failure to advance stylet was confirmed. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Unable to perform stylet insertion test due to the over torqued inner coil in the connector region. The cause of the reported event of failure to advance stylet was due to the over torqued inner coil in the connector region. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that, loss of sensing and loss of capture were observed on the right ventricular (rv) lead. X- ray imaging was performed and no anomalies were noted. During the revision procedure the stylet failed to advance down the rv lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.